Manufacturer narrative:
This literature case describes the occurrence of pelvic inflammatory disease ("surgical removal of essure due to pelvic inflammatory disease") in a female patient who had essure inserted for female sterilisation. Literature reference: redford, k, retrospective review of laparoscopic and histological findings in cases where the essure device was removed due to device attributed symptoms, national trainees conference of the royal college of obstetriciansand gynaecolog, 2018, xx:xx-xx. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy ± hysterectomy). Essure was removed. At the time of the report, the pelvic inflammatory disease outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case describes the occurrence of pelvic inflammatory disease (surgical removal of essure due to pelvic inflammatory disease) in a female patient who received essure for female sterilisation. This case describes the occurrence of pelvic inflammatory disease ("surgical removal of essure due to pelvic inflammatory disease"). Literature reference: redford, k, retrospective review of laparoscopic and histological findings in cases where the essure device was removed due to device attributed symptoms, national trainees conference of the royal college of obstetricians and gynaecolog, 2018, xx:xx-xx. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy ± hysterectomy). Essure was removed. At the time of the report, the pelvic inflammatory disease outcome was unknown. The relationship of pelvic inflammatory disease to treatment with essure was not reported. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.